Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.162¿ x 0.158¿ was not returned with the instrument. As a result, the proximal clevis, along with the grip tips, are dislodged from the main tube. The distal subassembly was returned with the instrument. Common causes of this failure mode are typically attributed to mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Additional observations not reported by site: the instrument was found to have a broken grip cable at the proximal clevis. There was no damage found on the proximal clevis cable hole. Root cause of this failure is attributed to mishandling/misuse. The instrument was found to have a broken distal pitch cable at proximal clevis. Please note that this is the new design, and the crimp is not readily visible during failure analysis. From engineering review, the crimp will not fall out unless the grip assembly is severely damaged. There is no material missing. Root cause of this failure is attributed to mishandling/misuse. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.111¿ - 0.221" in length and were not aligned with the tube axis. Common causes of this failure mode are typically attributed to mishandling/misuse. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal we over time due to friction against cannula. This complaint is reportable due to the following: failure analysis acknowledges that a fragment was missing from a portion of the tip-up fenestrated grasper instrument that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument had an unstuck tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: per the surgeon, the instrument has never been inside the patient. After the anesthesia process and port placement completed, the instrumentalist realized the tip was broken. It was noted that it probably came broken from the sterilization department. So, the instrument was not used during this procedure and there was no injury to the patient. Follow-up was performed to request additional information related to the event. As of the date of this report, no further details have been received.